Event description:
On event date, following a diagnostic cardiac catheterization, the physician performed an arteriotomy closure with the closer tsl 6 fr. Device. It was reported to be a good closure with good pedal pulses. In 2001, the pt. Was sent to radiology for a pseudoaneurysm whereupon ultrasound guided compression was performed and thrombin was administered, without success. The pt went to surgery in 2001. The surgeon found a pulsating pseudoaneurysm of the right groin in addition to a hematoma with the communicating artery. Dr. Attempted clot removal and noticed that the anterior hole was bleeding. Dr. Attempted closure with 6-0 prolene suture, but ultimately had to repair the hole with a goretex patch graft. The surgeon used 4-0 silk suture on the tissue side. In 2001, the pt presented to ER with a right groin infection. The pt was sent to surgery. This incident was reported to the perclose rep. By the cardiologist on 7/12/2001. The perclose rep., tried to contact the surgeon, but no further details are available. It is unknown whether post cath. Antibiotics were administered during the original catheterization because the pt's cath. Chart could not be located within the hosp at the time of this report.